Event description:
Account reports an incident in which a heparin and nitro drip was hung, and hcp noted that the flush bag was filling up. Hcp hung a new flush bag and again noted the same thing occurring. Hcp noted that the drips were backflowing into the flush bag, (line was started in the e.r. Dept, not on the floor). Hcp bolused pt with heparin. Hcp stated that during this, the pt developed chest pain, then subsided, and hcp states she beleives the pt was receiving some of the medication. No compromise to the pt.